Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal tip was torn off and fell off into the body during a therapeutic urological robotic procedure. The part that fell off into the body has been retrieved. There was no delay, and the procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction may have occurred due to the stress placed on the device during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.